Manufacturer narrative:
Updated executive summary for secondary failure. Also: device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device disassembled and leaked during testing prior to a procedure.  There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the device disassembled during testing prior to a procedure.  There was no patient involvement, no delay, no medical intervention, and no adverse consequences.